Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 5" issue with a one touch ultralink meter. The patient indicated that the alleged issue started on (B) (6) 2010, at 11:00 am. Fifteen minutes before the alleged issue began, the patient claimed that she had developed low blood glucose symptoms of shakiness and palpitations. The patient also claimed that the issue occurred also on (B) (6) 2010, at 11:00 am. However, at that time, the patient claimed that she had developed symptoms after the alleged issue began. It is not specified what symptoms she had developed after the issue occurred on (B) (6) 2010. It would have been helpful to know the following information: what symptoms the patient developed during the event on (B) (6) 2010, what time the symptoms developed, what treatment (if any) she received after the event occurred on (B) (6) 2010, and what actions she took before and after the symptoms started. In addition, it would have been helpful to know what actions the patient took after the "error 5" issue occurred on (B) (6) 2010, if she was able to test on any other device during the time of concern, what her last meter reading was before the issue occurred on (B) (6) 2010, and what date/time the last reading was obtained. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion. The patient claimed that she developed symptoms after the alleged "error 5" issue began. However, it is not clear as to what specific symptoms she had developed at the time.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.